Event description:
It was reported that during infusion, the pump had does not administer pca dose to the patient. This issue could result in a serious deterioration in health to the patient. There was patient involvement and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.